Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of a system error related to a 133.6090 121.2072 and error on the pcu was confirmed in review of the logs; however, the errors were not replicated during testing. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. The review of the error log of the suspect pcu sn (B)(6) identified an error 133.6090.0 (main speaker failure) and 121.2070.2 (comm no response failure). The error log indicated that there were 10 malfunction between (B)(6) 2024, and (B)(6) 2024. A laboratory pump module was connected to the suspect pcu and was programmed according to the last infusion recorded in the event log, to infuse for 2 hours. The infusion was completed as programmed with no errors or interruptions observed during the infusion. A battery conditioning test was performed on the returned device to verify successful completion of the test and display of the battery capacity. The battery of the suspect pcu passed the test successfully. After the test completed, a new battery capacity displayed as 3937 milliamp-hour (mah). Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed error code 133.609. There was no patient involvement.